Manufacturer narrative:
Manufacturing site evaluation: no product received to date. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a prosa® (part # fv770t) was implanted during a procedure performed in 2015. According to the complainant, the prosa valve was not able to be adjusted. The patient underwent a revision procedure in(B)(6) 2024; however, the exact date was not provided. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.